Manufacturer narrative:
The patient's sample was requested for an investigation, but the sample was not available. The customer did not provide calibration or qc data from the date of event. The customer's previous calibration on (B)(6)2020 was acceptable, and the customer's qc on(B)(6)2020 was acceptable. Per product labeling, "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot, after 7 days (when using the same reagent kit on the analyzer), as required: e.g. Quality control findings outside the defined limits." Also, "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable high elecsys ft3 iii results for one patient tested on a cobas e411 disk serial number (B)(4). On (B)(6) 2020, the patient¿s initial ft3 result was 32.55 pg/ml with a data flag. The patient¿s sample was tested for a total of three times, and the same result, 32.55 pg/ml, was obtained. This result was reported outside the laboratory. On (B)(6) 2020, the patient did not believe the initial result and went to a different laboratory for further testing. A new sample was drawn and tested on an abbott analyzer. The patient¿s ft3 result was 2.34 pg/ml. On (B)(6) 2020, the customer sent the patient¿s original sample to another laboratory for further testing. The other laboratory tested the patient¿s sample on an e 411 analyzer. The ft3 result was 2.99 pg/ml. On (B)(6) 2020, the customer repeated the patient¿s original sample again on the initial e 411 analyzer. The ft3 result was 3.31 pg/ml.